Event description:
Procedure type: lap gastric bypass. Patient: female, bmi 45, age 50's. According to the reporter: orvil anvil did not deploy properly in stomach when suture was cut and anvil pulled through the gastric wall. A hand-sewn gastrojejunostomy was performed. No conversion to open procedure, no tissue loss, procedure was extended about 30 minutes. No patient injury was reported.

Manufacturer narrative:
.